Event description:
On 10/18/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on 1/30/2024 and tested on (B)(6) 2024. The results are below: the event log was reviewed, and it confirms that during an infusion the pump alarmed system error. This is seen on line 409 by the line "alarm code: 02 sub code: 44" the subcode indicates motor open, motor delay issue. An 138 ml infusion was started and right away the pump alarmed system error. The reported issue is confirmed. The pump does not meet passing criteria.